Manufacturer narrative:
Patient ID and patient weight are unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware parts were replaced and the imaging system then passed the system checkout and was found to be fully functional. The lcd surgeon monitor was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the monitor powered up with no display issues but after running for a while, the displayed imaged flickered as reported. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection. It was reported that the surgeon monitor was displaying normally but started to flicker once it got warmed up. The cable was very warm when it would start flickering. There was no patient impact and no delay to the procedure.